Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump double beeped no cassette. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue is the dso sensor. No repair has been done to correct the issue due to adulterated device with non-OEM parts. No final delivery and functional test performed due to adulterated cadd-legacy device with non-OEM parts.